Event description:
Approx 50 minutes after dialysis treatment was initiated on pt, the machine alarm went off and the machine line clamp engaged and blood pump stopped. Upon arrival at the machine, staff observed a lot of air in the arterial line. No air was seen beyond the line clamp towards the pts arm. When staff member opened door to blood pump a drop of blood was detected on their finger. A small tear in the blood pump segment was observed at 10:00 position. When blood line was removed more blood dripped from the hole. Approx 100-150 cc of pts blood was lost when lines were replaced.